Event description:
It was reported that the customer was hospitalized for hbgs. The customer stated that two error alarms had occurred prior to the event. It was indicated that the customer did not know that the settings were cleared when the alarms occurred. The customer was educated on the error alarms and how to respond to them. In addition, the customer was advised to follow the two hbg rule.